Manufacturer narrative:
The subject device (single use fiber) has not yet been received for evaluation. The cause of the issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, device was reported to fail upon initial clinical use. Hospital staff reported the laser unit was caught on fire when the laser fiber tfl-fbx200s-qty-1 with lot # kr206265 was connected. According to the reporter, during a call with tac (olympus technical assistance center) , it was uncertain if it was the fiber that was caught on fire or the laser unit. The reporter stated the fire was seen at the port where the fiber was connected into the laser unit. Afterwards, the user was able to remove the problem laser fiber and reconnect another laser fiber into the laser unit to continue with the procedure (therapeutic) with no further problem. There was no patient harm or injury reported due to the event. No user injury reported. This event includes 2 reports: report with patient identifier (B)(6) (for the laser system - model tfl-pls, serial (B)(4)). Report with patient identifier (B)(6) (for single use laser fiber model: tfl-fbx200s, lot: kr206265). This report is for the laser single use fiber patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A correction was made to d4 UDI. The device was returned to olympus for inspection. The proximal handle had charring at the connector end and clear evidence of a fire/smoking. The rest of the proximal handle was intact with the proximal cap on. There were no visual defects along the fiber casing, the distal tip appeared unused and the end that was connected to the connector relief had signs of charring/burning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause of this complaint is due to the mishandling of the fiber by the user. Olympus will continue to monitor field performance for this device.